Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while creating anastomosis in a colostomy take down, the anvil tilted prior to firing. To resolve the issue, a new device was opened. There was no patient injury.